Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Other text : device not returned.

Event description:
The customer reported cables are intermittently malfunctioning causing errors and delays in patient care. Cables intermittently stop reading. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The cable failed continuity testing due to low resistance on the r-cal resistor. When connected to a monitor the monitor displayed a sensor malfunction error and alarmed audibly and visually., corrected data: additional information: d4 lot number updated from a blank field to 19ejr UDI# updated from a blank field to (B)(4). H4 device manufacture date updated from a blank field to (B)(6) 2019

Event description:
The customer reported cables are intermittently malfunctioning causing errors and delays in patient care. Cables intermittently stop reading. No patient impact or consequences were reported.